Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. No further patient complications have been reported as a result of this event. On (B)(6) 2021, 07:51:39: it was further reported that less than a month after the explant procedure, the patient passed away. The patient is a participant in a clinical study.